Event description:
The customer reported to beckman coulter (bec) a leak of clear fluid (2 ml) while priming diluent on the coulter lh 500 hematology analyzer. The leak was not contained within the instrument. No system errors were generated in connection to this event. The material safety data sheet (msds) was not reviewed by the customer. There is an exposure control/risk management plan in place at the facility. The operator was wearing gloves, goggles and a laboratory coat at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. The operator did not seek medical attention. Patient results were not affected. No death or injury is attributed to this event and there was no change to patient treatment.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site. The fse inspected the instrument and found a small leak at the front blood detector. The sample aspiration tubing was not fitting securely on the front blood detector so the fse secured the aspiration tubing to the front blood detector to resolve the leak. Failure mode was attributed to loose tubing attached to the fitting on the front blood detector. (B)(4).